Event description:
Patient presented for normal follow up and externalized conductors were noted. The electrical function of the lead was observed and tested and a drop in r-wave sensing was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.